Event description:
It was reported that during a routine follow up appointment a lead safety switch (lss) was noted to have occurred two months earlier which changed the polarity of the right ventricular (rv) lead from bipolar to unipolar. The lss was due to low out of range pacing impedance measurements of less than 200 ohms. There were inappropriate stored ventricular episodes due to oversensing of noise. During the follow up appointment measurements were performed in unipolar configuration and the impedance was noted to be stable. When reprogrammed to bipolar configuration noise was observed on the channel and the impedance measurement was unstable. It was also noted that there had been a previous lss one month prior to the current one, and at that time the sensing vector was reprogrammed to bipolar configuration. Currently the sensing configuration was left in unipolar configuration. An x-ray was taken which did not show any significant findings. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that during a routine follow up appointment a lead safety switch (lss) was noted to have occurred two months earlier which changed the polarity of the right ventricular (rv) lead from bipolar to unipolar. The lss was due to low out of range pacing impedance measurements of less than 200 ohms. There were inappropriate stored ventricular episodes due to oversensing of noise. During the follow up appointment measurements were performed in unipolar configuration and the impedance was noted to be stable. When reprogrammed to bipolar configuration noise was observed on the channel and the impedance measurement was unstable. It was also noted that there had been a previous lss one month prior to the current one, and at that time the sensing vector was reprogrammed to bipolar configuration. Currently the sensing configuration was left in unipolar configuration. An x-ray was taken which did not show any significant findings. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that boston scientific technical services (ts) reviewed the data and discussed further troubleshooting steps. It was also noted that following the lss, impedance measurements have show several additional drops in measurements. The field representative noted that isometric and pocket manipulation testing was performed in bipolar configuration with no noise observed. However a few minutes later noise was observed when the patient was lying still. This is why the lead was left programmed in unipolar configuration. The plan was to see the patient in a few weeks to reassess. The rv lead remains in service and no adverse patient effects were reported.